Event description:
Covidien received information of ventilator with a blank display. The malfunction did not occur during pt use.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.